Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported patient faced 5 infusion set leak event on (B)(6) 2024. The infusion set was in use for less than 24 hours. The glucose level was in between 220 mg/dl and 260 mg/dl. No further information available.